Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient went from heart block with an escape rhythm to complete heart block with no escape rhythm during placement of the his bundle lead. The physician implanted a second lead in the right ventricular apex as a backup. The patient is to follow up remotely and in clinic. The lead remains in use. No further patient complications have been reported as a result of this event.